Event description:
While the procedure was finishing (right before closing suture was starting), the bed unexpectedly and without cause rotated to the left without warning. Scrubbed team was able to catch patient and ease her down to the floor as she slid off without any impact. The patient's waist and legs were still secured to the bed with the safety strap but with the bed almost 90 degrees rotated, the torso slid off the bed. Staff moved patient to new or bed and procedure was completed without further incident. There was no known harm to the patient.